Event description:
Related manufacturer reference number: 2017865-2022-45262. It was reported that the patient presented to the hospital for a follow-up on 24 oct 2022. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged due to twiddler's syndrome. There was elevated capture threshold, decreased sensing and oversensing on ra lead and rv lead. The rv lead was oversensing far p waves. Chest x-ray confirmed dislodgement of both leads. The physician explanted and replaced rv and ra leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Additional information - h6- investigation/ conclusion codes.